Manufacturer narrative:
One sample was sent for investigation. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. No product problem was found.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys cortisol ii result for 1 patient sample tested on a cobas 8000 e 801 module compared to the result from a siemens centaur system. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 used at the customer's site serial number was (B)(4). The cobas e801 used at the investigation site serial number was (B)(4). The cortisol reagent used on this instrument was lot 336133 with an expiration date 19-nov-2019. The investigation is currently ongoing.